Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the air mix switch gasket was missing. Functional testing confirmed the complaint. Tidal volume was incorrect. Root cause was attributed to the selector disc. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Selector disc will be cleaned or replaced. Top cover and relief valve will be replaced.

Event description:
It was reported that during maintenance it was found that the "respi exceeds the manufacturer's limits". There was no patient involvement and no harm/adverse event reported.